Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The recharger was not working. The patient received poor communication/reposition antenna screen. A communication problem was reported. The patient was only seeing the reposition antenna screen. The issue began last night. The patient had requested a new antenna but ended up going to the hospital and was not home to receive the part. When the patient returned home last night he installed the new antenna and tried to charge but only got the poor communication/reposition antenna screen. The patient had several CT scans in the hospital and wondered if that could be the cause. The patient was not feeling stimulation, it was off and the battery was empty, he could not get it to charge. The patient saw poor communication on the patient programmer (pp). An ins overdischarge was suspected. The patient was in pain because the ins was not on. The pain began june 1st or 2nd. The patient was in the hospital and when asked if the hospital stay was device related his response was ¿it¿s not so much related to it, it¿s the fact that I¿m in pain¿. It was reported five days later that the patient allowed the ins to become overdischarged for the first time. It was attempted to try reading the device with the 8840 and recharger. A physician mode recharge (pmr) was required and had to complete ¿por¿ was noted. The error message was cleared and a trickle charge was performed. Normal battery depletion was reported. The patient was getting good coverage and has no further concerns. The patient understands not to allow to overdischarge. The patient status was alive with no injury. Additional information has been requested.